Event description:
Customer reported issues with the insulin pump. Customer states that the buttons are being unresponsive. Customer also states that they received a button error alarm. The blood glucose reading is 250 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).